Event description:
A customer reported to baxter (B)(4) an administration set in which separation of tubing from drip chamber was observed. An unknown amount of unknown medication was found leaked out of the set due to the separation. The reported condition occurred before patient use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which separation of tubing from drip chamber was observed was confirmed during visual inspection of the sample. The root cause of the reported condition was found to be bonding application failure during manufacturing of the set. No repairs were made since this is a single use device. Additional information: a batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.